Event description:
This rv lead was implanted on (B)(6) 2006, and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, stating that this lead's pacing threshold and impedance were increasing gradually over time. Threshold hovered around 2.9 to 3.0 volts. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).